Event description:
A surgeon reports a patient experienced dysphotopsia two to three weeks following inraocular lens (iol) implant surgery. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Additional info has been provided by the reporting surgeon. Following intraocular lens (iol) implant surgery, the pt complained of intolerable glare at night as well as temporal arc of flashing light alternating with dark light while reading. The pt's visual acuity 1 day following the lens exchange was 20/20.

Event description:
The user facility [rpvoded add'l info. The intraocular lens was replaced in 2003 and the pt is doing well.